Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The patient was already sedated.v4 implants were placed with the guide. Then the customer took a cbct to check the axis of the implants -1 implant was removed because of wrong axis, then replaced by a new one. Customers final assessment per new cbct: all the implants were incorrectly placed (into the sinus, too much buccal), so he removed all the implants and patient left without implants or teeth. The device was not yet evaluated.

Event description:
It was reported that a patient experienced a dental implant loss.